Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and low flow alarms could not be confirmed through this evaluation as no images or log files were submitted for review and the pump remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Event description:
Additional information was received that there were there no changes to patient condition or anticoagulation status that may have contributed to the stenosis. There were no recent changes to pump parameters, please describe. Diagnostic testing was performed but computed tomography images and other results were not provided. Other than the low floes not other symptoms were reported. The treatments provided and resolution of the stenosis was not provided. Log files were not provided by the customer. However, after the low flow upgrade, no more alarms were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced frequent low flow alarms. The low flows continued despite blood pressure and volume status optimization but due to stenosis in the outflow graft. The hospital requested a low flow threshold of 2.0lpm for the patient.